Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
During an in-clinic follow-up, the atrial lead was found to be dislodged. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.